Event description:
It was reported that an asymptomatic patient presented to the emergency room with their implantable cardioverter defibrillator (ICD) in backup mode. It was revealed that the patient undergone an MRI scan in an off-label environment and high voltage therapies were disabled. Reprogramming were performed to restore the ICD to normal parameters. There were no patient consequences.